Event description:
It was reported that the implantable neurostimulator (ins) was implanted 20 days post use before date (ubd).

Manufacturer narrative:
Product ID 37642, serial # (B)(4), product type programmer; patient; product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3387s-40, lot # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).